Event description:
The rotator broke during injection at 650 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form fda3500 will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation: method: device history record was reviewed, complaint database was reviewed.